Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon was doing a trochanteric fixation nail (tfn) on (B)(6) 2014 and the 125 degree aiming arm spring loader would not operate. The procedure was successfully completed with no patient harm reported. There was no operative delay. This is report 1 of 1 for (B)(4).